Event description:
It was reported that a bolt in the cld broke and cannot be fixed. The 9xt wheel chair was with consumer when the issue occured. The tbm had limited information given to him from the provider.